Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (se) evaluated the ventilator, and verified the customer reported malfunction. The se replaced the graphic user interface (gui) printed circuit board (pcb), backlight inverter printed circuit boards (pcbs), and downloaded the latest software revision to resolve the issue.

Event description:
It was reported that, the ventilator graphic user interface (gui) display became blank. There was no patient involvement.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.